Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during inflation within the nominal rated pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during inflation within the nominal rated pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and moderately calcified central vein. The balloon ruptured during inflation at 12 atmospheres for 30 seconds.

Manufacturer narrative:
Device evaluated by MFR.: a xxl device was returned for analysis, the following attributes were considered during analysis: a visual examination identified that a partial circumferential tear 7mm proximal from the distal tip. From the partial circumferential tear, the balloon was also torn longitudinal for approximately 25mm in a proximal direction. A visual and tactile examination identified a shaft kink 10mm distal from the distal end of the hub. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during inflation within the nominal rated pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and moderately calcified central vein. The balloon ruptured during inflation at 12 atmospheres for 30 seconds.